Manufacturer narrative:
On (B)(6) 2016: a medtronic field service engineer (fse) replaced the mvs computer. Subsequent testing found the system to be fully functional.

Event description:
A medtronic representative reported that when the o-arm mvs (mobile viewing station) is booted up, the monitor will show a white screen with a red x. No patient involvement.